Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported recurrent mitral regurgitation was a cascading effect of the slda. Mitral regurgitation (mr) is a listed in the instructions for use as known possible complications associated with the miraclip procedures. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The procedure was discontinued; the final mr was reduced. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2026, a patient returned with recurrent mr of grade 4. A transthoracic echocardiogram (tte) identified that the clip had a single leaflet detachment (slda). A secondary procedure was scheduled.